Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (300s mg/dl). A correction bolus was delivered to address the bg level. The customer thought the high bg may have been caused by the infusion set. No specific infusion set damage was reported. The customer changed out the infusion set and resumed insulin delivery.